Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: ¿ contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. ¿ sample mix-up. ¿ differences in technology. Device code was updated to non reproducible results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. For all three patients, the alleged samples initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b). For patient 1 and 2, the same samples were retested on a separate cobas liat analyzer which yielded a negative result for all targets. For patient 3. The same sample was retested on a competitor platform (simplexa) and generated negative results. The negative results were reported out. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 3 mdrs will be filed.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation.